Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the oral commissars and cheeks with 1 cc of juvéderm® voluma¿ xc. Three months later, the patient experienced ¿an inflammatory nodule.¿ the healthcare professional believed the event was a biofilm due to it only being on one side where a hard capsule could be felt. Biopsy was not provided. That day, the patient was given an antibiotic, prednisone and then hylenex. Event was ongoing. The same event occurred 3 times the patient received juvéderm® voluma¿ xc.